Event description:
Event verbatim (preferred term) (related symptoms if any separated by commas) burn blister (had to be opened, is inflamed); burn second degree, impostured (burn second degree). Case description: this is spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back and hip, wrap) via an unspecified route of administration from an unspecified date several years ago at an unspecified dosage and frequency for back pain. Medical history included arrhythmia from an unknown date, gastritis from an unknown date and varicose veins of legs. Concomitant medication included pentaerythrityl tetranitrate (pentalong) at dosage regimen of one daily for cardiac arrhythmia, clopidogrel one daily for heart disease, pantoprazole one daily for gastritis, bromazepam (bromazanil) at dosage regimen of .25 in the vening for sleep, heparin sodium (hepathrombin gel) for vein disease and diclofenac sodium (voltaren, gel) for knee joint pain. On (B)(6) 2012, the patient used thermacare heatwrap on her back on her shirt for back pain. Consequently, she experienced a burn blister (had to be opened, is inflamed); burn second degree. The patient reported she wore thermacare heatwrap over her undershirt and she did not have any procedures on this area previously. The patient visited the physician after the christmas holidays because of heavy pain. The physician saw a "big burn blister, 4 cm in diameter with red edge in the direction of the rump." Therapeutic measures were taken for this reported event. She received an unspecified ointment, which was not useful to her. It was also reported the "affected site impostured too". The physician removed the injured substance under anesthesia and gave her disinfection medium and iruxol ointment with sterile compress. Nevertheless, the patient had not recovered. She again visited the physician and received silver patch up to the time of this report. The patient is in healing process and the "physician could not say whether she will carry other injuries away". There was no relevant laboratory data available. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2012. At the time of this follow-up report, the patient was recovering from the reported event. According to the reporter, blood circulation disorder and heart disease could cause the events. Additional information has been requested and will be provided as it becomes available. Follow up ((B)(4) 2013): new information received from consumer's granddaughter included: medical history, concomitant medications, product indication, therapy stop date, event onset date, action taken, treatment information, adverse reaction data and upgraded this case to a medical device reportable case. Follow-up attempts completed. No further information expected. Company comment: based on the information provided, a possible contributory role of the suspect device product to the reported event second degree burns cannot be excluded. This case is reportable as an initial EU 30-day report.